Event description:
During a stenting procedure, the balloon had a leakage. While inflating the stent/balloon to a nominal deployment of pressure 11 atm, it began to lose atm pressure. The balloon was then removed from the patient and a test inflation was conducted with contrast/saline and revealed there was a pinhole in the balloon. There was no patient injury.